Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. (B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated on (B)(6) 2017 he encountered a fluid leak and had the cycler replaced on (B)(6) 2017. The patient stated the morning of (B)(6) 2017 he had been feeling very ill during peritoneal dialysis treatment and ended up disconnecting without canceling treatment and going to the hospital for an infection. The pd patient stated his doctor thought the infection may have been caused from the fluid leak on the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient ended up being hospitalized (B)(6) 2017 due to an episode of peritonitis caused by a cassette leak from cycler. The pd rn stated the patient did practice aseptic technique when completing peritoneal dialysis treatments and stated a hole was also discovered in the patient¿s peritoneal dialysis catheter that was not discovered for several days. The pd rn stated the patient¿s peritoneal dialysis catheter was replaced and the patient was able to resume peritoneal dialysis treatments. Per pd rn the fluid culture results showed no growth but exhibited an ¿extremely high¿ white cell count of 42840 cells/mcl. Per pd rn the patient was treated with antibiotic cefotaxime while hospitalized. The pd rn stated the patient was discharged on (B)(6) 2017 and as of (B)(6) 2017, the complaint of discomfort and signs and symptoms of peritonitis were resolved, and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. The sample was discarded and is not available for return. The lot numbers are unknown.

Manufacturer narrative:
Conclusion: although a temporal association exists between fresenius products and the event of peritonitis and subsequent hospitalization there is no documentation that indicates a causal relationship between fresenius products and the event of peritonitis and subsequent hospitalization. However, the source of peritonitis is likely related to a hole in the patient¿s pd catheter (not a fresenius product) that was discovered several days after diagnosis and medical intervention. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Documents in the complaint file were reviewed by a post market surveillance clinician. On (B)(6) 2017 a peritoneal dialysis (pd) patient reported having a fluid leak during peritoneal dialysis treatment on (B)(6) 2017. At the time of the call, the patient also stated he became ill (signs and symptoms unknown) during treatment on (B)(6) 2017. The patient stated he cancelled his pd treatment and went to the hospital for an infection. Follow up was made with the pd patient¿s clinic registered nurse (rn), who reported the patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 for peritonitis. The course of hospitalization and treatment were unknown to date. The pd nurse stated the peritonitis was caused by a hole in the patient¿s pd catheter (not a fresenius product) that was not discovered for several days after diagnosis and medical intervention. According to the pd nurse, results of the peritoneal dialysis effluent culture obtained revealed a high white cell count of 42840cells/mcl but did not yield any organism growth. Furthermore, the pd nurse stated the patient¿s pd catheter (not a fresenius product) was replaced (unknown date) and the patient was subsequently able to resume pd treatments without further reported issues.